Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a macro-embolism event occurred post-atherectomy. The left sfa target lesion was 90% stenotic, of soft plaque morphology, and was 20mm in length. Two run-off vessels were patent prior to therapy. The target lesion was treated with a 1.5 solid crown oad which was spun at low speed for one run (25sec) and at medium speed for one run (14sec) for a total run time of 39sec. The residual stenosis was 0%. Macro-embolism was noted in the sfa and was treated with a 4f fetch aspiration device. A 3.0x20mm savvy balloon and a 2.0x30mm savvy balloon were inflated to 5atms for a total inflation time of 1min. The residual stenosis was 0%. The physician achieved excellent results at the target lesion and the embolization was successfully treated. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis: therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report # 47 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).